Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) and a company representative regarding a patient receiving gablofen at 350 mcg/day via an implanted pump. The gablofen concentration was unknown. The indication for pump use was intractable spasticity. On 07-mar-2018 it was reported that the patient had a pump replacement procedure in (B)(6) and when they checked in with her a week to 10 days later everything was fine. Last week, the patient called and reported there was a ¿pinpoint hole at the incision¿ and there was some discharge from the incision. There was a drop of ¿yellowish turbid fluid coming out¿. The hcp suspected an infection, so he took a sample and sent it for culture which came back negative. The patient was put on antibiotics (clindamycin) anyway and 2 days later the patient still had discharge. They spoke with the patient today and the patient said she had been applying sterile dressing, but the hole was becoming bigger. The patient said the pocket was ¿burning¿, but there was no redness, swelling, tenderness, or pain. The patient had been lifting boxes ¿but not heavy boxes¿ since the implant. The situation was being addressed by the hcp. The hcp was going to continue to monitor and would likely take another culture. No further complications have been reported as a result of this event.